Event description:
A pt allegedly received "several small blisters" while using an i30 (medium) model of iontophoresis electrode. Secondary medical treatment was administered in the form of an "application of bacitracin" to treat the several small blisters. At the time the initial report was submitted to the MFR the pt's skin had not fully healed, however no scarring was anticipated by the reporting healthcare professional. The protocols set forth in the device labeling specify a maximum total dosage of 40ma-minutes, however the maximum total dosage administered with this event was 80 ma-minutes. This is double the specified total dosage and is likely the cause of the several small blisters. Additionally skin irritation and burns or blisters are knwon adverse events related to iontophoretic drug delivery. The electrodes involved in this event have not been returned to the MFR at the time of this report and it is not likely they will be returned to the MFR for eval. Additionally the lot number of the electrodes involved in this incident has not been made available to the MFR. The info contained in this report is considered complete and no follow-up report is anticipated.